Event description:
It was reported that the patient presented for in-clinic follow up with a complaint of dizziness. An interrogation of the device found intermittent capture of the right ventricular lead. The patient was scheduled for lead revision and the lead was capped and replaced on (B)(6) 2024. The patient was stable before, during, and after the procedure.